Manufacturer narrative:
Insulin pump received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage to the reservoir lip ring. Blood glucose level at the time of the incident was unknown. Customer stated the device does show signs of physical damage due to dropping insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.